Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced dyspnea in conjunction with abdominal distension, and pain which occurred during fill one on the homechoice device. It was not reported if the patient was hospitalized for the event. The cause of the event, treatment details, action taken with pd therapy, and patient outcome were not reported. The nurse decreased the fill volume to 2000 ml. No additional information is available.